Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. A distal part including the lead tip was missing. The analysis revealed multiple signs of wear along the lead fragment, however, the insulation was found intact. Due to the fragmented state of the lead, electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. With regard to the issues mentioned in the complaint description, the analysis did not show any root cause for the clinical observations. As the distal lead fragment was not returned for analysis, a root cause investigation at this part of the lead was not feasible. The analyses of the ICD and the returned lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 93 months ventricular oversensing resulting in inappropriate shocks was reported. A small part of the rv lead was explanted and returned to biotronik. The rest of the rv lead remained in the patient. Apart from the shocks no adverse patient side effects have been reported.